Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/08/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested and the following was obtained: any patient consequence/ae outcome as a result of event report? No . Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No . Was the patient treatment altered in anyway due to the prolonged surgery time? No.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Any patient consequence/ae outcome as a result of event report? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain.

Event description:
It was reported that the patient underwent coronary anastomosis on (B)(6) 2019 and suture was used. During the procedure, the suture broke. There was extension of procedure time under extracorporeal circulation. A like device was used to complete the procedure.